Event description:
Patient revised due to pain and impingement. Revised liner shell and femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pain and impingement involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies.. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined based on the information provided. Further information such as device analysis, x-rays and operatives report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
Patient revised due to pain and impingement. Revised liner shell and femoral head.